Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial and right ventricular leads exhibited oversensing. Under x-ray, the leads were bent 90 degrees within the patient. On (B)(6) 2018 both leads were removed and replaced. The patient did not experience any adverse consequences.